Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image). There was water underneath the lcd window even before the case was opened. After taking the boards out, the lcd screen was wet, and there was water inside the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. No harm requiring medical intervention was reported. Customer reported that they received the open book image on the insulin pump screen. The insulin pump will be returned for analysis.